Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and dislodged inside the patient. The lesion was located in a distal left circumflex artery. The physician attempted to advance the 2.75x16mm taxus liberte' drug eluting stent through a previously implanted 3.0x30mm non bsc stent, but the device was unable to cross the previously placed stent. The physician attempted to pull the stent delivery system back into the guide catheter, but the stent dislodged in the left main coronary artery. All devices were removed from the patient in an attempt to remove the dislodged stent, but the stent embolized to the right anterior tibial artery. The procedure was stopped at this time and there are no further plans to retrieve the dislodged stent. No further patient injuries or complications occurred. The patient was discharged from the hospital three days post procedure. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.